Event description:
Baxter reported that liquid leaked from location between the white twist clamp and light blue part. After 3 days of use, the problem was noted. The pt insisted on 'replacing a new one'. No injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a leaking twist clamp. This was due to broken occluder feet. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for trends, and take corrective/preventative action as appropriate.